Event description:
Swan-ganz balloon inflated & looked ok. Swan floated & couldn't deflate balloon. Took swan out & checked balloon again. Placed in pt & cuff reinflated. Physician couldn't deflate balloon again. This time when balloon inflated there was a tiny hole in the balloon.